Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) on ER interrogations. The patient reported experiencing pre-syncopal symptoms. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately four years later, the patient again had twos. Reprogramming was performed that did not resolve the twos. Further reprogramming options were provided.